Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Customer report of aortic stenosis could not be confirmed due to valve condition as received. Report of high gradients and patient prosthesis mismatch could not be confirmed through visual observations. As received, all three leaflets were stiff and translucent-like due to dehydration. X-ray demonstrated wireform intact. Wireform was exposed around leaflet 3 on the outflow aspect.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that a patient implanted with a 19mm valve for 1 year 7 months, underwent an explant procedure due to suspected high gradients, severe aortic stenosis and patient prosthesis mismatch. The patient is reported to have low bmi, 1.4 and the annulus was approximately 17-18mm. The patient presented with dizziness. The surgeon indicated the echo done in the or showed proper device function and near normal gradient prior to patient surgery. The surgeon implanted a non-edwards aortic valve as the replacement device. The patient was transferred to ICU in stable condition post procedure and then to the heart center on post operative day (pod) 2 in stable condition. Patient was discharged pod 4 to extended care facility in stable condition.